Event description:
It was reported that pericardial effusion and cardiac tamponade occurred. A left atrial appendage closure (laac) procedure was being performed and a watchman trusteer access system (was) and a 20mm watchman flx pro laa closure and delivery system (wds) were selected for use. At an unknown time during the procedure, pericardial effusion and cardiac tamponade were reported. The patient is expected to make a full recovery. There were no additional details provided.